Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: goodman r r, kim b, mcclelland s, et al. "Operative techniques and morbidity with subthalamic nucleus deep brain stimulation in 100 consecutive pts with advanced parkinson's disease." Journal of neurology, neurosurgery, and psychiatry. Jan 2006; 77(1): 12-7. The article reviewed techniques, efficacy, and morbidity on 100 pts with pd implanted at the hospital/medical center. Sixteen pts had undergone a prior surgery for pd (pallidotomy, thalamotomy, or fetal transplant). Microelectrode guided implantations of the lead (model 3387 or 3389) occurred 1 to 2 weeks before implantation of neurostimulator and extension. Reported events: lead (n=1), neurostimulator (n=1) - 52 year old male pt developed a large subcutaneous haematoma at the pulse generator site. The pt was discharged from the hospital but readmitted the following day because of an episode of decreased mental status. CT scan demonstrated a frontal lobe infarct in the region of the newly placed electrode. Within 1 day of hospitalisation, the pt had returned to his neurological baseline. Lead (n=1) - a male pt was discharged home 1 day after an uneventful bilateral stn implantation. The following day, he had a seizure and was readmitted. Head CT scan showed a small left frontal lobe haemorrhage and subsequent scans showed no change. The pt was placed on phenytoin (dilantin), had no further seizures, and was discharged in his baseline neurological condition 2 days after his seizure. Lead (n=1), neurostimulator (n=1) - a male pt developed confusion and lethargy 1 month after implantation. CT scan revealed a left subdural haematoma and further examination revealed an infection at the left pulse generator site. The haematoma was evacuated and the neurostimulator and extension wire were removed with antibiotic treatment. Extension (n=1) - six months later, the pt had a recurrent infection at the residual extension wire and underwent surgery for removal of the residual extension wire, retention of the brain electrode in situ, and antibiotic treatment. Four months later, he had implantation of a new extension wire and pulse generator with uneventful recovery. Neurostimulator (n=3), extension (n=3), lead (n=3) - three pts developed infections which required removal of entire system. Neurostimulator (n=4), extension (n=4) - four pts developed infections which required removal of stimulator and extension. Lead (n=2) - one pt experienced wire breakage/insulation breakdown twice from vigorous scalp massages led to current leakage resulting battery depletion three times. Lead (n=13) - thirteen pts experienced confusion post dbs lead placement. Lead (n=1) - one pt developed an air embolism.